Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: a review of the pump black box data revealed multiple cs 088 call service alarms. During testing, the pump powered on with no audible tones. No call service alarms were duplicated. Unrelated to the complaint, the bolus button was unresponsive to user presses. The bolus button cover was removed, and the white slug was inverted with contamination present on the button contact. Additionally, the battery compartment was observed to be cracked, and the display screen appeared dim and discolored. Also unrelated to the complaint, the pump case was removed and evidence of moisture ingress was found on the piezo circuit and several internal components on the printed circuit board.